Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that after the load process was complete, the pump prompted for the customer to perform fill tubing again. The customer stated that no notifications were observed. Customer's blood glucose level was not impacted. The customer was able to resume insulin delivery.